Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2020. The patient has effective therapy post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The method/result/conclusion codes will be sent in a subsequent report when investigation is complete.

Event description:
It was reported that the patient underwent an ablation procedure while the ipg was off, and did not turn surgery mode on. As a result, the ipg is inoperable, troubleshooting steps were taken to communicate with the ipg, but were not successful. As a result, the patient may undergo surgical intervention.